Event description:
Complainant alleged that during a routine test by a clinician the device made a loud popping noise while performing 200 joules self test and displayed error message code "error 70" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.